Manufacturer narrative:
Investigation: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the stopper was deformed in the barrel. Both returned syringes were examined and both samples exhibited a deformed stopper in the barrel. Unable to perform DHR check for stopper damaged due to unknown lot number. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp had a deformed stopper. The following information was provided by the initial reporter, translated from japanese: "the stopper was deformed in the barrel and it was difficult to measure the volume accurately."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. A device history record could not be completed as no lot number was received. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp had a deformed stopper. The following information was provided by the initial reporter, translated from japanese: "the stopper was deformed in the barrel and it was difficult to measure the volume accurately."